Event description:
It was reported that the control-iq algorithm suspended basal delivery in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the cgm blood glucose (bg) reading was "low" (however, no specific value was provided), and the meter bg reading was 540mg/dl. Reportedly, due to the elevated bg, the customer went to the emergency room. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged on (B)(6) 2026 with the issue resolved and no permanent damage. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received therefore no additional patient or event information was available.